Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2017 with the following findings: on investigation, there was evidence of power on reset recorded in the black box data. Moisture was confirmed in the battery compartment and behind the display lens; the display lens was peeling and lifting from the pump and the battery compartment was cracked. Leak testing confirmed moisture ingress at the display and the battery compartment. The returned battery cap, as well as a test cap, was not able to secure properly to the pump. During the investigation, the pump powered on however, complete exercising of the pump was not possible due to call service alarms that occurred at start up that could not be cleared. The device was not able to be investigated fully for the alleged intermittent power issue; moisture was confirmed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.